Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer has been getting air bubbles in the tubing and also in the reservoir o-rings while filling with insulin. Blood glucose value was 7.3 mmol/l. The customer does cleat the air bubbles and fills the reservoir per guidelines. It was advised to ensure insulin is at room temperature, leave the transfer guard on and make sure the black o-rings are not damaged.